Manufacturer narrative:
(B)(4). For 4 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the reported events, flow control valve was replaced to resolve the reported issue. To resolve 1 event, the anesthesia gas scavenging system was adjusted. To resolve 1 event, an occlusion of the drain hose that connects the avance cs2 to the halogen gas absorber cartridge was removed. For 1 unit, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced increase in pressure. 3 events reported for a malfunction causing over delivery of pressure in the patient circuit, 2 events reported for high positive end expiratory pressure in the patient circuit. These reports were received from various sources. Of the 5 events, 3 did not involve patients, and 2 did involve patients. There was no patient information available.